Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed with the pink slide insert not present in the top housing window and linkage assembly in the not deployed position. After opening the top housing it was observed that the linkage assembly was partially deployed and the formed needle was bent and stuck within the bottom housing and chassis, it was not inserted through the environmental seal and bottom housing window. Corrosion was also noted on internal components. During a needle mechanism reset test, the needle mechanism deployed as expected. The incorrectly installed chassis caused the formed needle and soft cannula to not properly deploy through the bottom housing causing the reported needle mechanism failure.